Manufacturer narrative:
(B)(4). Method: two rt380 adult dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for inspection. Both adult breathing circuits were visually inspected and pressure tested for leaks. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked along its length. The pressure test revealed that the breathing circuit exhibited some leak and was out of specification. These results were observed on both returned rt380 adult breathing circuits. A lot check revealed no other complaints of this nature for lot number 160112. Conclusion: we were unable to determine what has caused the collars to crack; however, based on our previous investigations the crack is most likely due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuits would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the y-piece on an rt380 adult dual heated evaqua2 breathing circuit was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are in the process of obtaining further information to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the y-piece on an rt380 adult dual heated evaqua2 breathing circuit was damaged. This was found prior to patient use.